Manufacturer narrative:
(B)(4). Evaluation summary. The device was received with no deployable component or mechanism detected as having been deployed. Blood was present within the exchange sheath and within the flex-guide lumen of the clip applier, indicating both components had been inserted into the patient. The exchange sheath was returned with kinks in various locations along its length, distal to the hub strain relief. During testing, although resistance was encountered at each kink during insertion of the clip applier into the returned exchange sheath's lumen, the device was successfully inserted with complete exchange sheath hub seating occurring in the clip applier handle. Based on the findings, the root cause for the kinks in the exchange sheath could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the clip applier could not be inserted into the exchange sheath due to a kink in the exchange sheath. The exchange sheath was removed over a guide wire and a second starclose se device exchange sheath was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.